Manufacturer narrative:
The lightsource/processor was not returned to the service center for evaluation. As part of our investigation, the service center followed up with the user facility to obtain serial numbers to the scopes and additional information regarding the reported event but with no result. The ess recommended the customer send the mentioned scopes in for service.

Event description:
The user facility was reported that a ¿b30 error¿ was observed on the tower. The facility stated that this occurred with all of facility¿s scopes. An olympus endoscopy support specialist (ess) was onsite and found that the customer was already provided a loaner lightsource and processor. The ess reported that the ¿b30¿ error was confirmed when the customer¿s scopes were attached to the device. The ess found the facility was also, shipped a loaner scope. The loaner scope was attached to the device and no error was observed. The ess inspected the all of the customer¿s 190 series colon scopes and gastro scopes. While investigating, found that all of the 190 scopes were leaking fluid from the scope connector with the eto valve attached. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause for the b30 error that occurred with the customer¿s three 190 scopes was due to fluid leaked from the scope connector, resulting in poor contact at the electric contact with clv-190 and b30 failure.